Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a software error. It was indicated that the main printed circuit board was contaminated. It was also indicated that the hanger and output connector assembly were broken. It was also indicated that the upper case, lower case, display flex, display frame, keypad flex, a case screw, and the insulator label were contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had an error. The epg was returned for warranty service. There was no patient involvement.